Event description:
Co received a report that a female pt experienced an itching, sensation of pressure in the eye and corneal burn, "nephelopsia"/ and "temporary blindness" after using the comfort with b12 system (ultracare disinfecting solution/neutralizer with b12). It was reported that the pt was also using enzmatic cleaner. The report noted that the pt was in the hospital for 9 days following the experience. The medications given included: scopolamin and ocufen eye drops and terramycin, ultracortenol and bepanthen ointments. Laboratory analysis of the product retain unit was within product specifications.